Event description:
New information received: an asymptomatic patient was presented in clinic for a follow up visit, post-paced, t-wave oversensing was observed on the device. The patient did not receive therapy. New programing changes were made.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented via merlin.net transmission, non-sustained rv oversensing due to post-paced t-wave oversensing was observed. Patient did not receive therapy due to the oversensing. Programming changes made. Patient will continue to be monitored via merlin.net. Patient was stable.